Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. As lot number for product is unknown, review of device history records was unable to be performed. The screw head had fractured as stated in the complaint. Product was sent to (B)(4) medical for evaluation. (B)(4) medical¿s evaluation states, ¿the failure of this frs screw is certainly due to a sudden stress applied during the insertion of the screw.¿ based on these results the complaint is considered unconfirmed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent an osteotomy procedure on an unknown date. During the procedure, the screw head fractured. Another screw was used to complete the procedure.